Event description:
The infusion pump was infusing faster than programmed. The pump was being used for an investigational study on a pt. Because it was a study, the medication being dispensed is not known-it could be a placebo, or it could be the study drug. The bag being used was a 250ml bag, which finished 30 minutes earlier than programmed. At the time the bag finished, the pump indicated it still had medication to dispense, but the bag was empty. There was no pt injury or medical intervention needed. No incident reports have been filed on this pump since the last baxter service event.